Event description:
A cartridge change error was reported with the pump while it was still under warranty. The error did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to remove and inspect the cartridge and pneumatic tap area, but loading a new cartridge was unsuccessful. Technical support decided to replace the pump, and the customer will continue using their current backup therapy. Customer acknowledged instructions on returning the faulty pump.